Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed off no power. There was no low battery alarms in the history. It was the second occurrence of the off no power alarm without a low battery alarm. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to mother board. Unable to confirm off no power anomaly and unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, and minor scratches on display window noted.